Event description:
It was reported that the patient received shocks when the device was being interrogated. It was also reported that the lead had a fracture of the pace/sense portion of the lead. The hvb/hvx portion of the lead is still in use and another lead was implanted for the pace/sense portion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.